Event description:
It was reported that a 355ld and a er320 were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 355ld safety shield would not respond properly. A new trocar was used for the case. The er320 clip jammed, so a new er320 was used to complete the case. There was no consequence to the pt. 10/12/1998 message from affiliate. The safety shield would not retract on the 355ld.